Event description:
It was reported that in the morning, the customer observed that the pump's insulin on board (iob) function displayed 5.71u; however, the customer's last bolus was administered the night before. The customer's blood glucose level was 80 mg/dl. As the customer did not upload the pump to t:connect, tandem technical support was unable to verify the pump history logs to help determine a possible cause for the iob reading.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.